Event description:
It was reported that the buttons on the shaver handpiece would not work. There was no report of injury or delay related to this event.

Manufacturer narrative:
Investigation results: an evaluation confirmed the reported problem. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.